Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer complained about sensor reading discrepancy. Customer just took off the sensor and didn't put it back on. Customer also had an issue with the serter not releasing the sensor. Customer declined to troubleshoot. Nothing further reported.